Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and the pump cannot rewind. Customer took out batteries and reinstalled a new one but did not correct problems. Customer does not recall any significant events leading to the error. Customer's blood glucose was 72 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to unlocked lcd keypad connector. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.